Event description:
The customer reported that the battery was not recognized. There was no patient involvement with this issue.

Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and determined the battery was defective. The fse replaced the battery to resolve the issue. The device remains at the customer site.